Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the insulin pump¿s battery to a new battery and insulin pump went dead and insulin pump had power error detected alarm as well as power loss alarm. Customer blood glucose value was unknown. The customer assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer also stated that the reservoir icon showed it was empty, when they checked the reservoir itself it showed half full. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error, low battery and power loss alarms due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted.